Manufacturer narrative:
Investigation summary: no material for investigation received, our affiliate do not have the received material. Based on the information available and the received pictures and x-ray we are able to confirm the breakage of the nail. The product was not returned, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown pfna/nail/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes on an event in (B)(6) as follows: it was reported that a patient had an accident last year on (B)(6) 2016 and he got implanted with a pfna proximal femoral nail in the right hip. Then within a year the implant got broken at the middle portion. This is all information we have received from a family member of the patient. This complaint involves one part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device history records review was conducted. The report indicates that the: manufacturing location manufacturing location: (B)(4). Manufacturing date: 29.apr.2015 expiry date: 01.apr.2025. Part #473.038s lot.#9460101. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 5. April 17 email received 31. Mar 17 ant: on (B)(6) 2017 the patient felt pain in the location of his femur where he has an implant.patient went to doctor to inquire and was told that it was broken. The patient explained that he did not fall. Update on the patient condition, the patient had revision surgery, replaced and installed again and is now on bed rest. Implant date (B)(6) 2016 explant date is (B)(6) 2017. Concomitant parts reported: 1x blade part 04.027.054 lot 9707513, 1x bolt 459.340 lot. 5934988.